Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. Although a cuff miss was not confirmed, a link detachment was found that would likely result in a suture retrieval issue, and would appear similar to needle to cuff miss; therefore the reported complaint is confirmed. The investigation was unable to determine a conclusive cause for the reported difficulties; however the treatment appears to be related to circumstances of the procedure. Based on visual and functional analysis of the returned device, there is no indication of a product quality issue with respect to manufacture, design or labeling. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history found no indication of a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information. (B)(4).

Event description:
It was reported that an arteriotomy closure of the left common femoral artery was attempted using a proglide device with a 7f sheath after a percutaneous coronary intervention (pci) procedure. Reportedly, when the plunger was retracted a posterior cuff miss occurred. Hemostasis was achieved using a second proglide device. There were no reported adverse patient sequelae. No clinically significant delay in the procedure was reported. The physician is reported to be trained in the use of the proglide device. No additional information was provided.